Manufacturer narrative:
(B) (4).

Event description:
Procedure: hemorrhoid. According to the reporter: the surgeon fired the first stapler, but the donuts were incomplete, only 3/4 of the tissue was captured. The surgeon had to purse string the tissue piles for a second time, and fired another stapler for the remaining hemorrhoids tissue. Two staplers were used to remove the tissue. There was no pt injury reported. Surgery time was extended more than 30 minutes, as a second stapler was used to transect remaining tissue.